Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had a history of noise since 2008; the device was programmed to vvi at that time. The lead was capped and replaced on (B)(6) 2016 during routine device change out procedure. The patient¿s condition was good post procedure.